Event description:
It was reported during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was failing to seal. After a few attempts, the vse worked as intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend (vse) instrument was failing to seal, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint. The vse was analyzed, and the instrument was placed and driven on an in-house system, and it passed the electrical continuity test. The instrument also passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The energy activation test was then conducted on system. A wet paper towel was held between grips at various angles and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No errors occurred during in house testing. Failure analysis performed a grip force test on the grips as additional testing, and it measured at 6.75 lbf in straight orientation, 6.53 lbf in yaw, and 6.7 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Jaw gap inspection was tested as an additional functional check. Jaw gap test passed. A review of the logs did not find any errors. Additional check: knife slot: 0.028": pass. Ceramic dot verification: pass the probable root cause of the alleged ¿the vessel sealer extend (vse) instrument was failing to seal¿ cannot be established nor determined, as the instrument performed as intended and no issues were observed during in-house testing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.